Event description:
Was preparing to draw doxorubicin into a 60 ml syringe. As rptr was drawing (pulling) back in the plunger to the specified mark, rptr felt less resistance than normal, and upon inspection of syringe, noted the rubber stopper inside was deformed, with a substantial amount missing off of one side. Medication would have poured out bottom of syringe. Deformity was noted prior to pulling up doxorubicin into syringe.